Manufacturer narrative:
The philips field service engineer (fse) checked the device and found the machine end connector to the disposable blood oxygen probe has poor contact. The fse advised to replace the spo2 connector on the device. Based on the information available and the testing conducted, the cause of the reported problem was a defective spo2 connector. The reported problem was confirmed. The device was operational after the spo2 connector was replaced. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the spo2 measurement does not work intermittently. Patient involvement is unknown. There was no report of patient or user harm.